Event description:
As reported by the edwards field clinical specialist, a black speck was observed on the 26mm sapien valve during device prep. The speck could not be removed despite being squirted with saline and the physician attempting to rub it off with his finger. The device was put aside and not used in the tavr procedure.

Manufacturer narrative:
The valve was returned to edwards for evaluation unused but detached from the holder. A visual inspection of the returned valve with the naked eye and under magnification revealed a loose piece of black thread-like material was found on the valve. The material was approximately 1mm long and was isolated for chemistry analysis. Visual inspection did not show any observable damage to sutures, frame, skirt, or leaflet of the valve. A device history record (DHR) review of the affected work order did not reveal any issues that could have contributed to the reported complaint. A chemistry analysis was performed on the isolated material. The infrared spectrum (ft-ir) of the unknown particulate showed similar absorption characteristics when comparing to polyamide like material. Engineering evaluation of the returned valve confirmed the reported loose piece of thread. However, this material did not originate from the permanent sutures of the valve or components of the valve. Based on the ft-ir chemistry analysis, the black complaint particulate was similar to a polyamide-like material. Black yarn/fiber sources were reviewed on the production floor and only one source was indicated as a potential match, which is a black silk thread used in surgical heart valve models. However, this black silk thread was tested under ft-ir and does not match the ft-ir scan for the black fiber associated with this complaint. Sapien valves are manufactured under controlled environments in cleanrooms which meet all industry cleanliness classification requirements. All personnel entering or working in edwards¿ manufacturing facilities must follow specific rules and gowning procedures to reduce particles and control contamination that could impact product. During manufacturing, sapien valves are 100% visually inspected under magnification. This inspection is also performed again before holder attachment. After holder attachment, the valves are 100% visually inspected for contamination of the holder. Prior to final packaging, a 100% visual inspection is performed to look for foreign materials on the valves as well as inside the jars. The source of the black polyamide-like fiber could not be determined. While particulates can come in contact with the device from various sources, including manufacturing, cleanroom and operating room environments, a review of complaint data shows the frequency of particulate related complaints to be low, thus re-enforcing edwards¿ manufacturing and inspection controls. The complaint was confirmed for particulates on the valve. Although the source of the material could not be determined, this is considered to be a manufacturing non-conformance. In response to this type of complaint, multiple manufacturing procedures have been updated to include additional inspection steps. In addition, potential sources of particulate in the manufacturing process are also under investigation.

Manufacturer narrative:
The investigation is ongoing.